Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was suspected of lead failure due to high impedance out of range. Also, this ra lead will not be returned for analysis due to patient had infection. A new lead was implanted. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was suspected of lead failure due to high impedance out of range. Also, this ra lead will not be returned for analysis due to patient had infection. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.